Event description:
Info received indicates the brake will set but not hold.

Manufacturer narrative:
The technician tried to adjust the brake caster but the wheel/caster was much worn. He replaced the brake caster and adjusted casters to repair the bed.